Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. X-ray confirmed that the right lead has migrated. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which lead migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3196, UDI: (B)(4), serial: (B)(4), batch: 4863952.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.